Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The lot number and serial number are unknown so the manufacture date and expiration date are not available. Potential causes of the reported issue were determined to be either deformation of the seals due to clinical use; or based on the information provided in the IFU, the failure may have occurred as a result of using an instrument with a diameter smaller than the trocar. Sss's instructions for use states: ¿using an instrument with a diameter smaller than the trocar may result in desufflation of the body cavity.¿ this is the first complaint of this nature that sss has received. Device not returned.

Event description:
It was reported that during a procedure "the ports were leaking" on the trocar. Surgiseal was used to stop the bleeding while another trocar was obtained to replace the device. No patient injury was reported by the user facility.